Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unknown) the device's display went blank. Complainant indiated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.